Event description:
It was reported that after talking with the perfusionist about the field safety alert, he stated that "one of the surgeons had an incident about a month ago in which they went through three iab-05840-lws's to get one inserted." The insertion site was the femoral artery. Further discussion on (B)(4) 2010, with clinical specialist who was at the account, indicated this pt is fine and had no complications. Reference MDR # 1219856-2010-00764 for the first event and MDR # 1219856-2010-00765 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.